Event description:
Revision surgery occurred on (B)(6) 2026. All required information was received on 15-may-2026. The revision surgery happened 196 days after the primary surgery which occurred on (B)(6) 2025. No fall or other trauma reported. Based on comparing usage forms only offset head 43x19 and double taper ta6v +0mm 0°was explanted due to pain. The patient reported tightness and pain due to the thickness of the head. These parts were replaced with offset head cocr/tin 39x15 and double taper ta6v +0mm 0°. Easytech anchor base ta6v ø34 mm cementless ti/ha was not replaced.

Manufacturer narrative:
Revision occurred approximately 196 days after the primary surgery due to pain. No actual, implied, or suspect link to fx product.